Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Corrected information in d.11. Evaluation summary: the customer indicated the use of an unspecified, competitor's brand cartridge. A handpiece and viscoelastic were indicated, which are qualified for this lens with the qualified cartridge combinations. The root cause is most likely related to a failure to follow the directions for use (dfu). The account used an unqualified cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was noticed to be cracked when the tech went to load the iol in the cartridge. There was no patient contact and the procedure was completed. Additional information has been requested.